Event description:
Baxter contacted the patient on (B)(6)-2011. The customer stated there was a separation between the cassette and bag. The patient was doing fine with therapy since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.